Manufacturer narrative:
Additional information: block b5 (describe event or problem), d7a (sud reprocessed and reused), e2 (initial reporter first name, initial reporter address 1, initial reporter address 2), h8 (usage of device). Block h6: medical device problem a0501 captures the reportable event of ligator head detachment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Block h11: correction to block g4 (premarket / 510 (k) #).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric during a banding of varices procedure performed on (B)(6) 2021. During the procedure, the ligator head detached from the tip of the scope while removing the scope from the patient. It was reported that there was an attempted to remove the detached ligator head from the patient with graspers; however, the ligator head was reported to later be excreted in the patient's stool. The procedure was completed with this device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the gastric. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. ***additional information received on july 09, 2021*** it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: medical device problem a0501 captures the reportable event of ligator head detachment. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned with the device. It was observed that the trip wire was secured in the handle slot and the slack was taken up correctly. The suture thread was intact and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other problems with the device were noted. The reported event of ligator housing detachment could not be confirmed as the ligator head was not returned for analysis. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric during a banding of varices procedure performed on (B)(6) 2021. During the procedure, the ligator head detached from the tip of the scope while removing the scope from the patient. It was reported that there was an attempted to remove the detached ligator head from the patient with graspers; however, the ligator head was reported to later be excreted in the patient's stool. The procedure was completed with this device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the gastric. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. ***additional information received on july 09, 2021*** it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric during a banding of varices procedure performed on (B)(6) 2021. During the procedure, the ligator head detached from the tip of the scope while removing the scope from the patient. It was reported that there was an attempted to remove the detached ligator head from the patient with graspers; however, the ligator head was reported to later be excreted in the patient's stool. The procedure was completed with this device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the gastric. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.